Manufacturer narrative:
Additional information was received indicating there was no patient involvement.

Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. A primary audible alarm post error was found in the event history log (ehl). This alarm was not reproduced during functional testing. The customer reported product problem was verified based on the ehl findings. The problem source of the reported product problem was unknown. A root cause was not established. The speaker was replaced as a preventative maintenance to address the reported problem.

Event description:
It was reported that the medfusion pump exhibited an alarming system failure. No patient injury or complications were reported in relation to this event.